Manufacturer narrative:
Received one used spinning spiros® closed male luer, red cap, one used female connecter with male luer, and one used tubing set with filter and piercing pin. It was visually observed that the female luer of the spinning spiros though connected to the distal male luer of the cadd pump set, the threads were not properly engaged suggesting that the spinning spiros had disconnected from the distal male luer of the cadd pump set and an attempt was made during use to reconnect the two devices. The spin mechanism of the spinning spiros was spinning freely without visible damage or anomalies. The mating male and female luers were measured and found to be iso design compliant. Though the separation of the spinning spiros from the distal male luer connection of the cadd pump set can be confirmed, the probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. The lot number of the device that was in use is unknown. The customer identified one possible lot number (plot) 5558862, manufacturing date: 8/1/2021, expiration date: 8/1/2026.

Event description:
The event involved a spinning spiros® closed male luer, red cap that became disconnected from the cadd pump tubing while the patient was receiving chemotherapy. The spiros remained attached to the patient¿s port-a-cath needle/needleless access device. The patient had bleeding from the port-a-cath needle tubing due to the disconnection, however the amount of blood loss cannot be quantified. There was a suspected unprotected chemotherapy exposure to the patient as the infusion pump was still running at the time of the disconnection. Tubing was disconnected and the patient was discharged with a new tubing set-up. There was patient involvement, however no report of patient harm.